Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to appendix on a laparoscopic procedure, the surgeon was able to press the green button of the device but the staple was not able to fire and the surgeon was not able to squeeze the handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to appendix on a laparoscopic procedure, the surgeon was able to press the green button of the device but the staple was not able to fire and the surgeon was not able to squeeze the handle. A new device was opened to complete the case. There was no patient injury.